Manufacturer narrative:
There are 3 additional occurences of this complaint. For additional information please refer to additional mdrs: 2245270-2019-00107, 2245270-2019-00108, 2245270-2019-00110. The failed sample has been returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its completion.

Event description:
During infusion there was a leak in the tubing where the 3 lines connected into 1.